Manufacturer narrative:
A ge representative evaluated the system and reseated circuit boards, cables, and connectors. The system operates as intended.

Event description:
The customer reported that the system locked up. This resulted in a loss of imaging functionality. This could result in the delay or cancellation of a procedure. There is no report of injury or death associated with this event.